Event description:
Rptr had another co's implants implanted in 12/81 after bilateral mastectomy in 6/81. She had them removed and replaced with this co's implants in 12/87. They were ruptured. This co's implants were removed on 11/8/93. Rptr has experienced breast pain and masses, vertigo/dizzy spells, immune system is poor, painful joints especially shoulder and buttocks, serious headaches and much more. (Also see mw1000737.)